Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed battery alarms, voltage fluctuations, and reboots prior to the reported event date. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed on the underside of the returned battery cap and in the battery compartment. The top of the returned battery cap was worn; however, the cap was able to fully attach on to the pump. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, the battery compartment was cracked and there was evidence of moisture ingress in the battery compartment. Additionally, the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.